Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. Pt controls their diabetes by diet and exercise. On event date, pt's blood glucose was 156mg/dl in the morning. Later during the day, pt passed out. Paramedics were called and found pt's blood glucose 38mg/dl on their meter of unknown brand. Pt was transferred to hosp where pt was treated for 13 hours. No further info was provided.